Event description:
Complaint received as followed: "the orange connectors are removed from the tube during use. The connector remains on the vacutip while the tube of the suction remains into the patient cannula. Some suctions of this lot are affected."

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No samples were received for evaluation. The investigation was performed based on the historical manufacturing data and the packaging process. Device history files were reviewed and showed that all relevant tests performed during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity was registered during the manufacturing process. No record in the production documentation regarding detached connectors has been found. Results of tensile tests performed during common production process had been checked and met the requirements. There was detection of glue presence at the machine but, when the glue absence is detected this product is thrown out to the machine waste. No further complaint has been received on this batch. There have been no increasing trend on the complaint related to the similar issue has been registered on this product reference code within last 12 months. Based on the received information and investigation results it is not possible to determine the root cause of the fault which end user experienced. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 19, 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.